Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that they received power loss alarm and change battery now alert. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer's father was advised to insert a new battery, to update time and date as needed and complete reservoir and tubing process. The customer's father was explained that the internal back-up battery could not be charged. The customer's father was unable to troubleshoot for the change battery now alert due to unavailability of the insulin pump. The insulin pump will not be returned for analysis.